Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the healthcare provider (hcp) was unable to place the leads into the epidural space during the implant procedure. The rep reported that the hcp made multiple attempts to introduce the leads into the epidural space, but each attempt accessed the intrathecal space. The rep reported that the hcp would refer the patient for surgical paddle implant. It was unknown what could have led to the issue and no diagnostics were performed. The issue wasn't resolved at the time of the report. The implant surgery was aborted after the hcp was unable to place the leads in the epidural space. No further complications were reported.